Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the retractor tore. The inferior ring fell in the abdominal cavity. Another competitive device was used to complete the procedure. As a result of the difficulties encountered with the device, the procedure was prolonged 10 minutes.

Event description:
Customer reportedly received results of 7.4 mmol/l on the aviva system and 0.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Retractor the analysis found that one (B)(4) device was returned with the retractor torn. Due to the condition of the returned device no functional testing could be performed. The reported incident was confirmed however how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.